Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the locking cap reopened a few minutes after it was closed. A new product was used, but the complainant did not report adverse effects to the patient as a result of the product problem.